Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome knife broke during energization. The issue occurred during a therapeutic endoscopic sphincterotomy procedure that was completed with a similar device. There was no report of patient harm.